Manufacturer narrative:
D9. Date returned to mfg: 10-jul-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Device received in poor condition, front cover scratched and dented, microswitch bent, line cord is cut showing wires, pole clamp gouged and discolored, quick connect corroded; enclosure cracked under quick connect, water tank discolored, pcb missing led. Visual inspection confirmed the customer's complaint. Line cord was torn. No action taken due to the condition of the device; it will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a tear towards the plug and the power cord was damaged. The event occurred during the preventive maintenance check. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.